Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision procedure, new leads could not be secured within the header of the pulse generator. The setscrews were thought to be stripped. The device was explanted and replaced.